Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the non-sustained right ventricular oversensing was noted. Upon review right ventricular and left ventricular leads exhibited loss of capture. The threshold was found to be stable. Programming changes were discussed. Since the electrogram revealed consistent capture, no changes were made. The patient was stable and will continue to be monitored.